Event description:
Specimen transport container does not close properly and allows leakage from container. This occurred on four separate occasions over two weeks. These containers are manufactured to contain formalin. The container appears to be closed, but unfortunately leaked formalin during transportation.